Event description:
Per the clinic, a recently implanted patient developed wound dehiscence and staph aureus sepsis. Subsequently, the patient was hospitalized (specific date and days not reported) and treated with antibiotics (type not reported) and the issue resolved. There are no plans to explant device as of the date of this report. The implanted device remains.